Manufacturer narrative:
Other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine (24 mg/ml at 2.097 mg/day) and morphine (30 mg/ml at 2.621 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the actual residual volume (19) was greater than the expected residual volume (4.2) on (B)(6) 2016. The patient did not have any symptoms. The hcp determine that the catheter needed to be revised. They had scheduled the revision for (B)(6) 2016; however, the patient and the patient's family elected to discontinue the therapy instead due to the patient's age. The hcp was provided with the pump off passcode to permanently stop the pump and the screen navigation for programming the pump off was reviewed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.